Manufacturer narrative:
It is unknown if the sapien xt (9300tfx) or sapien 3 (9600tfx) valve was implanted, therefore the information to both is being provided. Brand name: edwards sapien xt transcatheter heart valve or edwards sapien 3 transcatheter heart valve; 9300tfx or 9600tfx; 9300tfx (PMA p130009) or 9600tfx (PMA p140031).   Investigation is ongoing. Bibliography:  kamioka, norihiko, john wells, patricia keegan, stamatios lerakis, jose binongo, frank corrigan, jose condado et al. "Predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement." Jacc: cardiovascular interventions 11, no. 2 (2018): 107-115.

Event description:
A single study was published in the medical journal article ¿predictors and clinical outcomes of next-day discharge after minimalist transfemoral transcatheter aortic valve replacement¿. This study sought to investigate predictors and safety of next-day discharge (ndd) after transcatheter aortic valve replacement (tavr).  The study reviewed 663 consecutive patients who underwent elective balloon-expandable tavr from july 2014 to july 2016 due to severe aortic stenosis. From this cohort, the authors selected those patients who underwent tf tavr under conscious sedation and local anesthesia (minimalist approach) with either sapien xt or sapien 3 valve.  They identified 360 patients who met the study¿s inclusion criteria.  The following events were reported among the procedure details and in-hospital outcomes during the study: coronary obstruction ¿ 1 patient.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the coronary obstruction is unknown, however may be due to patient or procedural factors (not provided) or the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The dates of the events are unknown; however, according to the article the study period was from to. For this reason, the first day of the reported study period (01-july 2014) was used as the occurrence date. Related manufacturer report numbers: 2 015691-2018-00586, 2 015691-2018-00587, 2015691-2018-00588, 2 015691-2018-00589.